Event description:
The customer reported that the system intermittently displayed iris too large and collimator stuck errors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A calibration was performed. The system was tested and found to be working as intended and put back into service.